Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient is having trouble with their bladder stimulator and can't get it adjusted because it won't connect. When asked for event date, caller stated they had trouble the last time and stated they guess it's been a few months ago, then it finally connected. Caller mentioned they did not get any new handset or communicator with patient's new implant in (B)(6) 2024 and stated they were left with the old equipment from patient's previous implant and thought they should get new equipment. Reviewed general use of handset and communicator and walked caller through how to connect with patient's implant. Caller initially reported when in the interstim x my therapy app, that they lost the screen and was seeing two factor authenticator and app catalog. Caller confirmed they did not bump the screen. Caller re-entered interstim x my therapy app and initially reported getting communicator not found. Caller stated communicator powered off and powering back on communicator resolved this. Once connected, caller reported seeing low battery message, but the message was gone before agent could determine what message caller was seeing. Caller later stated it automatically advanced past this screen and caller did not tap anything. Caller stated they charged external devices all night long. Caller confirmed successfully connected with patient's implant. Agent reviewed how to navigate to battery section and caller confirmed seeing "my battery low", communicator battery 64%, handset battery 98%. Caller stated external devices batteries could not be low as they have been charging all night. Agent reviewed implant battery is low, not external devices. Caller stated patient's implant battery should be a 10 year battery and should not be low. Caller inquired about how patient can start with implant battery at 10 years and then have implant battery run low after 2 years. Caller stated they do not recall seeing low battery message until today. Caller stated "he" told them the implant battery would last a lifetime and stated 2 years is not a lifetime. Caller stated they just changed programs yesterday and wanted to increase stimulation on new program. Caller successfully increased stimulation on the call and patient confirmed feeling stimulation comfortably. Caller stated on previous program it "quit working" and stated by that they mean they were "out of adjustments". Caller stated stimulation was at like 7.8 on previous program. Agent reviewed implant longevity/therapy overview. Agent reviewed therapy expectations and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor to check implant battery level.